Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels and that the replacement insulin pump still alarmed no delivery. The blood glucose reading was 25 mmol/l. Upon performing a test bolus, the insulin pump did not alarm. Advised a complete infusion set change. The high blood glucose was treated with a manual injection. Nothing further reported.